Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call having trouble connecting to sensors. The customer¿s blood glucose level was 40mg/dl at the time of incident, customer declined to trouble shoot for low blood glucose. The customer was assisted with trouble shooting sensor connection. The customer sensors will be replaced.